Event description:
It was stated, "in 2003, two screws were implanted into his body. 10 months later, the patient was taken for an x-ray examination, and it was found that the two screws were broken inside the body. Then in 2004, the screws were explanted from the body. The screws were broken when taken out of the body.

Manufacturer narrative:
Method: neither the devices nor x-rays were available for evaluation and product lot is unknown. No evaluation could be performed. Result: could not be determined based on insufficient information.